Manufacturer narrative:
Siemens has performed a detailed technical investigation of the reported event. The root cause of the event was determined to be due to system software defect (software version va48a). A technical solution will be available with software version va48_sp6 (service pack 6) and is expected to be installed during q3/2019. A supplemental report will be submitted if additional information is discovered or made available by the customer. (B)(4). The reported problem is due to the software version which is to be upgraded to resolve the issue. The reported event occurred in the (B)(6).

Event description:
It was reported to siemens that the somatom definition flash malfunctioned on (B)(6) 2019. Subsequently, it was reported to siemens that a delay of approximately one-hour occurred due to the system freezing and having to be restarted during an emergency procedure. Details regarding the patient status were not available at the time of initial complaint report or receipt of additional information on may 28, 2019. On june 13, 2019, siemens received additional information reporting that the patient had died on an unknown date, approximately a few days after the emergency procedure performed on (B)(6) 2019. Additional consultation by siemens with the hospital further revealed that the patient suffered from an intestinal leak and would have likely died independent of the delay in diagnosis. The patient's intestinal bleeding was stopped during an angiography. The head scan using the somatom definition flash system was intended to obtain a general view of the patient. There is no evidence the reported malfunction contributed to the death of the patient. The complaint was re-evaluated from a status of reportable malfunction to malfunction and patient death based on the information received on june 13, 2019. The reported event occurred in (B)(6).

Manufacturer narrative:
The initial report submitted as 3004977335-2019-83564 was erroneously submitted as a 5 day report. The initial report for the reported event should have been submitted as a 30 day report. The reported event issue and root cause do not require siemens initiate action to prevent an unreasonable risk of substantial harm.

Event description:
It was initially reported to siemens on april 26, 2019, that the somatom definition flash malfunctioned on (B)(6) 2019. Additional information was not provided. Subsequently, it was reported to siemens on may 28, 2019, that the malfunction resulted in a delay of approximately one-hour due to the system freezing and having to be restarted during an emergency procedure. Details regarding the patient status were not available at the time of initial complaint report or receipt of additional information on may 28, 2019. On june 13, 2019, siemens received additional information reporting that the patient had died on an unknown date, approximately a few days after the emergency procedure performed on (B)(6) 2019. Additional consultation by siemens with the hospital further revealed that the patient suffered from an intestinal leak and would have likely died independent of the delay in diagnosis. The patient's intestinal bleeding was stopped during an angiography. The head scan using the somatom definition flash system was intended to obtain a general view of the patient. There is no evidence the reported malfunction contributed to the death of the patient. The complaint was re-evaluated from a status of reportable malfunction to malfunction and patient death based on the information received on june 13, 2019. The reported event occurred in finland.